Manufacturer narrative:
Discharge summary indicates that the patient had an uncomplicated hospital course with pain controlled. The patient was instructed to continue with home therapy. Telephone notes from the physical therapy office dated (B)(6) 2014 indicate that the patient had decreased pain medication, cancelled several pt appointments, and was not using the walking device; it was noted that the patient is being non-compliant. Pt notes dated (B)(6) 2014 indicate that the patient has been on feet and wants "to force it to get better", but was instructed to decrease activity due to constant pain. Office visit notes dated (B)(6) 2014 indicate that physical exam and x-rays taken during the visit indicate the patient's knee is doing well. Office notes dated (B)(6) 2014 indicate the patient has developed a bump on the knee that expressed white fluid with applied pressure. Pt notes dated (B)(6) 2014 indicate the patient feels they are progressing with overall improvement in function and gait, but still has limitations in range of motion, strength, and pain that limits normal function. Pt notes dated (B)(6) 2014 indicate that the patient is having pain in the medial portion of the knee and joint stiffness, aggravated by activity. X-rays were received for (B)(6) 2014 and (B)(6) 2015. There does not appear to be any significant changes between the x-rays. There are no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined.

Event description:
It is reported that the pt is experiencing pain after bike riding.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The part and lot numbers are unk; therefore the device and product / lot history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. Operative notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Pt activity info is unk. A definitive root cause cannot be determined with the info provided. This device is used for the treatment of the pt.